Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular sensing integrity counts of 70 with episodes, inapprorpiate shock, and rv cross chamber oversensing mirror imaging noted. The right ventricular (rv) integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 day and 2 or more high rate non sustained tachycardia (nst) episodes.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing, and possible crosstalk occurring on both right atrial (ra) and right ventricular (rv) channels. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.